Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the delivery system failed to flush when flushing the lumen. The device was not used and replaced by an unknown non-medtronic device. The treatment was successfully completed. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.